Event description:
It was reported that noise and low impedance were observed. Lead insulation breach suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.